Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) triggered recommended replacement time (rrt) / elective replacement indicator (eri) earlier than anticipated according to the patient. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.